Event description:
Event description guidant received information that the patient with this pacemaker became syncopal and fell, and suffered lacerations to the head. It was determined by the physician that the pacemaker had no pacing output,could not be interrogated, and would not respond to magnet application. The device was explanted and replaced. The physician indicated that during the change out procedure, he bumped the device with an instrument, and the device began pacing at an increased rate.